Event description:
The following has been reported: most urgent: norepinephrine infusing, nurse had back to infusion, reported hearing an alarm sound and then pump turned off and screen went black. Pump powered down and would not power up. Nurse reported pump was plugged in. Pump and tubing kept. Tubing was unable to be removed from pump via cassette loading lever or the emergency release button. Mark has pump in command center and can provide serial number information and logs. Patient experienced hypotension due to infusion shutting off, there was nursing intervention to prevent harm. A preliminary review identified the following issue: processor hardware failure (linux core) (ae). An active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a som crash but the observed som crash was a result of electrical hardware failing and causing a thermolytic event inside the pump. The main board and som have been removed together and will be given to product sustaining engineering for further component level analysis. During our provisioning process the pump was not displaying outward signs of error and was functioning normally to pull new sets of logs. When it was opened to investigate the hardware failure(s), a distinct odor of burnt plastic was detected. It was found the keypad handle flex cable had signs of arcing and was partially melted, signs of scortching around it. Additionally the c109 connector on the bottom of the main pcba was found to be extremely burnt/melted and likely the source of initial failure. No physical damage was identified at the som, but it is not possible at this time to know if the initial failure event did underlying long term damage to the component and as a conservative measure the som will also be replaced. During main pcba removal it was found all the screw bosses holding it to the front housing were all varying degrees of cracked and it will not be possible to install a new pcba into it and as such a new front housing is needed. The bosses were not so damaged that the looseness of the main board would contribute to this failure, the main board was observed to be pretty snugly held in place.